Event description:
During surgery, large suturecut needle drive had broken wire in articulating arm/joint. Defective instrument removed from field prior to intervention with patient. Diagnosis or reason for use: n93.9.